Manufacturer narrative:
Analysis of the returned subject devices confirmed the reported event. Both devices work normally and are able to interrogate, however, the telemetry error message can appear before interrogation. Plugging the programming head to another usb port or on the same blue usb port resolves the issue. The most probable hypothesis is that a component failure occurred on the blue usb port of the tablet. This failure can be caused by mechanical variation due to use. The programmer will follow the normal workflow at the after sales service and will return back to the field.

Event description:
Reportedly, on 19-may-2025, the smarttouch tablet does not recognize the cpr4 head during an alizea session. No interrogation was possible. A red alert appeared on the screen which indicate "inductive interrogation impossible".

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed for the moment.

Event description:
Reportedly, on (B)(6) 2025, the smarttouch tablet does not recognize the cpr4 head during an alizea session. No interrogation was possible. A red alert appeared on the screen which indicate "inductive interrogation impossible".